Event description:
A us distributor contacted zoll to report that a patient developed a burn-like wounds on his body from the lifevest. There are no allegations that the patient received a treatment event. It was reported that the wound on the patient's arm was bleeding. The patient's nurse cleaned and dressed the wounds. Follow up indicated that the patient's wounds healed, however, there is a scar remaining. A us distributor contacted zoll to report that a patient developed itching on one side of the body and pain under the right armpit. Patient advised an electrode was digging into the skin. Patient reported a scar where that electrode was on skin. There was no alleged device malfunction contributing to the irritation. Patient reported ending use. Outcome of the scar and irritation was unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itching on one side of the body and pain under the right armpit. Patient advised an electrode was digging into the skin. Patient reported a scar where that electrode was on skin. There was no alleged device malfunction contributing to the irritation. Patient reported ending use. Outcome of the scar and irritation was unknown as follow up attempts were unsuccessful.